Event description:
A trauma patient that required multiple exams was placed in the brilliance 16 slice CT scanner- machine - located in the emergency center. The head and c-spine were completed, the pt was turned on the table to continue the exam. The first of the dual survices were taken, and during the acquisition of the second scout an "x-ray cannot comply" error occurred. The exam was attempted multiple times. The pt was transferred upstairs to brilliance 64 slice CT -machine. A face was added to the exam and scanned. The patient was rotated on the table for the remainder of the study, and again the initial scout was obtained and the "gantry cannot comply" error occurred. The exam was attempted multiple times, and the pt moved to our other brilliance 64 slice CT scanner. The pt was finally successfully scanned.